Manufacturer narrative:
Follow-up #1: date of submission 06/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/09/2015 with the following findings:a review of the black box showed reboots on 03/31/2015. Visual inspection revealed that the battery compartment was cracked. There was no evidence of moisture in the battery compartment. The pump powered on normally with the returned battery cap. The pump successfully completed a rewind, load, and prime sequence and a 24 hour exercise test with no alarms or power interruptions. The pump passed leak testing and there was no evidence of moisture contamination found inside the pump. The complaint could not be duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was moisture in the battery compartment and the pump would not power on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.